Manufacturer narrative:
An eval of the device cannot be performed as the device was retained by the hospital and not returned to the MFR. Additional info including x-rays and medical records was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "revised, post op assessment was that the femoral component was too wide and the patella needed to have the bone resected further. Exposed bone was rubbing against the femoral component".